Event description:
Event description boston scientific received information that this pacing lead was surgically abandoned when it was determined to be fractured at the clavicular level. Impedance readings were greater than 3000 ohms both in bipolar and unipolar. The fracture was confirmed by x-ray.